Event description:
It was reported that ipg had become inoperable. Programmer displayed error code 2501 and was unable to communicate with ipg. Patient reported that ipg was last recharged two weeks prior to losing therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.